Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. After an unknown amount of time, it was found that the catheter inside the patient had separated entirely from the external portion. The severed portion of the catheter was retreived from the heart of the patient through the femoral artery using a snare. Both portions of the catheter were removed.